Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the MFR. Additional info pertaining to the event has been requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt alleges that he had a total hip replacement done on (B) (6) 2004. An audible noise began (B) (6) 2004, about a few times a week. The noise sounded like a little squeaking that gradually began to grow. Pt further alleges that the audible noise had gotten a lot worse over time. While trying to complete day-to-day activities, pt feels the hip replacement is displacing fluid and also squeaks loud at times. Pt did advise that there is no physical pain right now, but he is afraid that he is causing pain to his hip replacement."